Event description:
During hand assisted laparoscopic nephrectomy, the surgeon inserted the disc into the incision and closed the iris valve. He then insufflated with a trocar inserted into the lap disc. When he removed the trocar and inserted his hand, the lap disc separated into 3 pieces. This happened only minutes after insertion which was done without any metal instruments. The surgeon used lube on his hand prior to going into the disc.